Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component had no reported issues and was only removed as an after thought. The patient had patella pain; however, an patella implant was not initially implanted. Therefore, the initial report should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibial component stemmed precoat lot#: 00598003702, lot#: 60344859, femoral component precoat lot#: 00596001551, lot#: 60307722. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised eleven years after initial knee arthroplasty for unknown reasons. A patella implant was inserted, joint was washed out and the liner was changed.